Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and menorrhagia ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Iud removal: successful using sterile technique the string was identified and grasped with forceps and iud was removed. The specimen was shown to patient and ma. The patient tolerated the procedure well, no sponges or needles were used. Previously administered products included for an unreported indication: mirena from (B)(6) to (B)(6). Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6). On (B)(6)2013, the patient had essure inserted. In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), omphalitis ("puss or fluid coming out of my naval"), back pain ("lower back pain, hip flexor"), arthralgia ("hip pain") and adnexa uteri pain ("fallopian tube pain"). In (B)(6)2013, the patient experienced hypersensitivity ("allergic or hypersensitivity type: air fresheners/ kotex tampons"). In (B)(6), the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2014, the patient experienced dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6), the patient experienced swelling ("reproductive system disorder or type of disorder or condition: swollen left ovary"), nausea ("nausea") and vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6), the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), pelvic pain ("pain"), sinusitis ("infection (other) describe: sinus infections"), visual impairment ("vision/eye problems type: abnormal vision (bouncy)") and photopsia ("vision/eye problems type:seeing stars,"). The patient was treated with surgery (ablation and to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the perforation, menorrhagia, abdominal pain lower, pelvic pain, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, sinusitis, swelling, nausea, dizziness, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, vision blurred, visual impairment, photopsia, abdominal distension, weight increased, omphalitis, back pain, arthralgia and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, nausea, omphalitis, pelvic pain, perforation, photopsia, sinusitis, swelling, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: discrepant information about essure removal, as per current pfs-have you had your essure (or any part of the device) removed? : no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter, patient demographic, historical drug, medical history, laboratory data and concomitant drugs were added. Suspect drug indication. On (B)(6)2013, she implanted essure (previously reported (B)(6)2013). Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity type: air fresheners, kotex tampons, apareunia (inability to have sexual intercourse), infection (other) describe: sinus infections, reproductive system disorder or type of disorder or condition: swollen left ovary, nausea, neurological conditions or problems type: dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, vision/eye problems type: abnormal vision (bouncy )/ seeing stars, blurred vision, gastrointestinal or digestive system condition type: bloating, puss or fluid coming out of my naval, weight gain / loss specify which one: weight gain, lower back pain/ hip flexor, hip pain, fallopian tube pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and menorrhagia ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Iud removal: successful using sterile technique the string was identified and grasped with forceps and iud was removed. The specimen was shown to patient and ma. The patient tolerated the procedure well, no sponges or needles were used. Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), omphalitis ("puss or fluid coming out of my naval"), back pain ("lower back pain, hip flexor"), arthralgia ("hip pain") and adnexa uteri pain ("fallopian tube pain"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity type: kotex tampons") and allergy to chemicals ("allergic or hypersensitivity type: air fresheners"). In 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced ovarian disorder ("reproductive system disorder or type of disorder or condition: swollen left ovary"), nausea ("nausea") and vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), pelvic pain ("pain"), sinusitis ("infection (other) describe: sinus infections"), oscillopsia ("vision/eye problems type: abnormal vision (bouncy)") and photopsia ("vision/eye problems type:seeing stars,"). The patient was treated with surgery (ablation and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, menorrhagia, abdominal pain lower, pelvic pain, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, sinusitis, ovarian disorder, nausea, dizziness, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, vision blurred, oscillopsia, photopsia, abdominal distension, weight increased, omphalitis, back pain, arthralgia, adnexa uteri pain and allergy to chemicals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to chemicals, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, nausea, omphalitis, oscillopsia, ovarian disorder, pelvic pain, perforation, photopsia, sinusitis, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepant information about essure removal, as per current pfs-have you had your essure (or any part of the device) removed? : no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Amendment: the report was amended on (B)(6) 2019 for the following reason: correction: coding request was done. Event: allergic or hypersensitivity type: air fresheners, kotex tampons split as allergy to chemicals and allergic vaginal reaction. The meddra llt was changed. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.